Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach degradation breaching the outer insulation and exposing the outer coil at 4.5 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.